Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: h7: in previous report, "other" should not have been selected and "other remedial action" field should have been blank. H9: in previous report, this field should have been blank. H10 - provide narrative data: in previous report, the following should not have been entered: "the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017."

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with the external device after the patient had injections. Troubleshooting resolved the issue.